Event description:
It was reported that the user experienced a rapid drop in glucose with sensor and confirmatory fingerstick readings showing low values, followed by treatment with oral fast-acting carbohydrates and subsequent recovery; the user denied manual insulin injections, had dismissed a low alert at 70 mg/dl, announced a normal meal, and used oral glucose as the intervention. Symptoms included hypoglycemia with hot flashes/flushes, shaking/tremors, and sleepiness/drowsiness. Outcomes included an unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device-related findings, with insufficient device information and insufficient component information to identify a specific problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.